Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 532 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed cartridge and infusion set to address the issue.